Event description:
Subject had ongoing discomfort at the site of the distal tibial endobutton fixation device. Due to the ongoing pain, patient underwent surgery on (B)(6) 2017 to remove the tibial button. This surgery occurred approximately 4 months after implantation of the endobutton as part of the bear acl repair procedure.